Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer is reporting moisture damage to the insulin pump, which occurred when she went into the pool. Customer reports the display is blank and has moisture inside. The customer's blood glucose level at the time is 176 mg/dl. Trouble shooting was attempted but pump would not turn on. Advised customer to discontinue the use of the pump and revert to his backup plan per his health care provider. No further information provided.